Manufacturer narrative:
Batch review performed on 21 march 2018; lot 133286: (B)(4) items manufactured and released on 25 september 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The surgeon notified sales representative on (B)(6) 2018 that the patient came in complaining of instability. The surgeon determined the patient was loose in flexion and extension. The surgeon plans to revise the poly on (B)(6) 2018. On (B)(6) 2018 we were informed that this case is cancelled until further notice. The patient has been smoking and thus cannot perform surgery.

Manufacturer narrative:
Additional information received on 08 may 2018: the patient was revised on(B)(6) 2018. The surgeon swapped the poly with a thicker one (ref 02.07.0317psf). The surgery was completed successfully.